Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the display of her onetouch ping meter was fading. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the display issue began six months prior to contacting lfs but gradually worsened over time. The patient is on insulin pump therapy. During the follow-up call, the patient stated that she tests her blood glucose four to eight times a day and that her usual blood glucose range is between ¿5-8 mmol/l¿ before meals and ¿under 12 mmol/l¿ 2 hours after meals. At the time of the initial call to lfs, the patient reported having to delay taking her bolus insulin at times due to being unable to see the meter results. The patient claimed that on one occasion, she developed ¿hyperglycemia¿ after the reported display issue began. During the follow-up call, the patient described her symptoms as ¿dry mouth, muscle pain and fatigue¿; symptoms she associated with high blood glucose readings. During the follow-up call, the patient denied receiving any treatment in response to her symptoms as she was not at home at the time and did not want to over or under correct. The patient claimed she arrived home 2 hours after the symptoms had begun and her symptoms had abated during that time. The patient claimed she did not perform blood glucose tests on any other device. During the follow-up call, the patient attributed the onset of her symptoms to the fact that she could not take a correction bolus dose of insulin as she was unable to see the meter result on the display. At the time of the troubleshooting, the csr noted there was no indication of misuse to the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of hyperglycemia after the reported display issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s meter has been returned on 2/20/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. In addition, a secondary issue was noted when the meter was found to have a smeared print on serial number label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.